Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA: renq-CAPA-(B)(4). The label review found the labeling adequate for the use error in this complaint. The complaint was confirmed, and the root cause was determined to be the patient not being connected when therapy initiated.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) by explaining the message to the hp and had her recycle the machine. The patient was involved but there was no patient injury or medical intervention reported.